Event description:
It was reported that cartridge alarm 20 occurred and previous similar alarms had been experienced with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged pump replacement and discussed an out-of-warranty loaner pump option.